Event description:
Additional information from the nurse practitioner was received on 04/13/2016. It was confirmed that it was suspected that the vns increased the frequency of seizures above pre-vns baseline levels.

Event description:
It was reported on (B)(6) 2016 that the patient is having the vns device explanted because it made his seizures worse. Further information was obtained from the following physician's nurse on (B)(6) 2016. She indicated that she knew the reason for the patient's explant was due to the patient possibly being referred for respective surgery for his epilepsy and they needed to explant the device in order to proceed with any surgery. Both the lead and generator were explanted on (B)(6) 2016. She was unsure about the allegations of the vns device making the seizures worse. Attempts were made directly to the physician for more information but no additional relevant information has been received to date. The explanted devices were discarded.